Event description:
Fresenius medical care canada, inc. Reported that there was excess fluid removed from a patient during a hemodialysis treatment. The patient was asymptomatic but blood in the extracorporeal circuit was noted to be slightly dark. Venous pressure was fluctuating between 220 to 400 with transmembrane pressure 180-260. The patient was weighed at this time and based on what the machine indicated was removed, there was a weight at this time and based on what the machine indicated was removed, there was a weight loss variance of approximately 1.3 kg. Treatment was continued on another machine with no further problem. There was no serious injury or illness.